Event description:
Reporter indicated, a vns pt had lead and generator replacement surgery due to a lead discontinuity. No trauma of device manipulation occurred. No x-rays were performed prior to the vns replacement surgery. Attempts for return of the explanted devices have been unsuccessful as the hospital does not return explants per their policy.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.